Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips were malformed (scissored). A new device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
D5,6; h4: info not available, device not returned for analysis. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Analysis conclusion: it has been several months since you reported this event. Co has not received any further correspondence from you about the device which was involved in this reported event. Unfortunately, since the device was not returned to co, co is unable to perform an analysis and provide a report.